Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy using a rotarex device for atherosclerotic occlusion of the right iliofemoral artery. It was reported that after suctioning approximately three to four centimeters, a sharp sound was heard, and both the catheter and guidewire allegedly became hot. The catheter was immediately retrieved and flushed externally; however, no heparinized saline was expelled during flushing. Suspecting a blockage at the drainage bag, the bag was removed, but no fluid continued to flow. The procedure was completed using another device. There was no reported patient injury.